Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose (bg) was 531 mg/dl without signs or symptoms of hyperglycemia. It was reported the pump would alarm the sensor had failed; and the session would sometimes start again. Reportedly, the sensor stopped working and the patient had high bg readings. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported health event was attributed to an alleged sensor malfunction.